Event description:
Healthcare professional reported left side "rupture", "axillary regions with lymph nodes that maintain their usual shape, however, with a 'snowstorm' sign present in some of them" and "presence of breast implants with suggestive changes in relation to bilateral extracapsular rupture with axillary adenopathy." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, rupture, migration.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.